Event description:
It was reported that a consult review of episodes was requested. Technical services (ts) reviewed the events and stated that the patient with this implantable cardioverter defibrillator (ICD) experienced inappropriate anti-tachycardia pacing (atp) bursts, followed by inappropriate shocks, as a result of atrial fibrillation (af) with rapid ventricular response (rvr). The therapy did not convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service.